Event description:
Information was received from a healthcare professional (hcp) via a clinical study regarding a patient receiving compounded baclofen (unknown dose and concentration) via an implantable pump. It was reported on (B)(6) 2022 during a scheduled pump replacement surgery for normal battery depletion, it was observed that the catheter tip had migrated to t9. No action was taken as there were not associated signs or symptoms. The outcome of the event was unresolved with no further action planned. The device diagnosis was catheter dislodgement. The etiology of the event indicated the relationship of the event to the device or therapy was related and indicated the relationship of the event to the implant procedure was not related.

Manufacturer narrative:
Concomitant medical products: product ID: 8709, serial#: (B)(4), implanted: (B)(6) 2009, product type: catheter. Other relevant device(s) are: product ID: 8709, serial/lot #: (B)(4), ubd: 19-mar-2011, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.